Event description:
The customer reported having issues with insulin leaking inside the piston. The caller also mentioned that the reservoirs were not connected into the tubing properly and caused the leak. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2014-85380.